Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened PICC kit for analysis. The 45cm guide wire assembly and the peel-away/dilator subassembly will be analyzed as part of this complaint investigation. Signs of use in the form of biological material were observed. Visual analysis revealed that the guide wire was kinked on the coiled section of the 45cm guide wire. Analysis of the dilator also revealed that the tip was crushed. Microscopic examination confirmed the damage on both components. Scratch marks were observed on the dilator tip. This is damage consistent with the tip being crushed by the customer during use. It was also noted that the sheath tip was split/frayed. The dilator length measured 5 3/16", which is within the specification limits of 5"-5 1/4" per the dilator product drawing. The dilator inner diameter at the proximal end measured 0.023", which is within the specification limits of 0.022"-0.026" per the dilator extrusion product drawing. The dilator outer diameter measured 0.076", which is within the specification limits of 0.076"-0.078" per the dilator extrusion product drawing. The kink on the guide wire measured 37mm from the distal tip. The guide wire total length measured 45.1cm, which is within the specification limits of 43.75mm-46.25mm per the guide wire product drawing. The guide wire outer diameter (on the coiled section) measured 0.017", which is within the specification limits of 0.016"-0.018" per the guide wire product drawing. The returned guide wire was inserted through the returned dilator. Resistance was encountered at the dilator tip; however, the guide wire was able to pass through all other portions of the dilator body with little to no issue. Performed per IFU statement, "thread peel-away sheath/dilator assembly over guidewire". A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage". The report of a kinked guide wire due to dilator resistance was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire was kinked on the coiled section. Microscopic examination confirmed the kink and revealed that the dilator tip was crushed. This damage appears consistent with the dilator tip being pinched during use, which subsequently contributed to the resistance encountered by the customer. Despite the damage, the sample met all relevant dimensional requirements. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: when the physician tried to insert the introducer sheath with dilator the dilator not passing over the guidewire. Clinical consequences: no clinical consequences". No injury to the patient; no delay in treatment; no damage to the wire. Additional information: the device has been returned by the account nearly 2 years later. It is observed to be damaged. The complaint has been reopened and changed to reportable.

Event description:
It was reported that: when the physician tried to insert the introducer sheath with dilator the dilator not passing over the guidewire clinical consequences: no clinical consequences". No injury to the patient. No delay in treatment. No damage to the wire. Additional information: the device has been returned by the account nearly 2 years later. It is observed to be damaged. The complaint has been reopened and changed to reportable.

Manufacturer narrative:
(B)(4).